Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2016, the patient underwent reintervention and was implanted with a gore excluder aortic extender component. The patient tolerated the procedure with no reported complications and was discharged on (B)(6) 2016.

Manufacturer narrative:
Concomitant product(s): patient medications include but are not limited to: aspirin 81 mg, atorvastatin, bisacodyl, clopidogrel, levothyroxine, metoprolol, piperacillin-tazobactem, ranitidine, hydrazaline, labetalol. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
The patient underwent reintervention for treatment of a proximal type I endoleak thought to have caused by device migration. Images have been requested but not yet received.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states, potential adverse events that may occur and / or require intervention include, but are not limited to: endoleak.